Manufacturer narrative:
One (1) sample was returned for evaluation in used conditions without its original package. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination and no discrepancies were observed. Functional testing was performed and found the cuffs of the returned sample was inflated using a syringe to detect any leakage. No leaks were found; the complaint was not confirmed. No other analysis was performed. Root cause cannot be determined since no defects were found on sample returned. No corrective action is required since the complaint was not confirmed. There were no issues, non conformance reported during the manufacture of this lot during device history record review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the white cuff was found to be ruptured before intubation and could not be used normally. No patient injury reported.